Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the right arrow button was unresponsive. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer also stated that the scroll bar was not moving with no input. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Block mode was inactive. Customer also mentioned that the alarm was not in progress. Customer stated bolus menu was available and they were not seeing. Customer stated the button was responsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.